Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The event of ¿extreme swelling¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events as follows: warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Adverse events: per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects after treatment with juvéderm volbella® xc, possible injection site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Health care professional instructions: ¿ patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. Patient instructions: ¿ within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported patient was injected to the lips with one syringe of juvéderm volbella® xc. Patient was pretreated with a dental block with lidocaine prior to injection. That same day patient developed ¿extreme swelling¿ in the lips. The patient has been provided "prednisone, benadryl, and a medrol dosepak" on the date of injection. Symptoms resolved 48 hours after they began.